Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to loose protruded drive support disk. Unable to perform the a21 error test, prime test, excessive no delivery test and occlusion test due to motor error. However, the insulin pump passed the displacement test and received with normal operating current and passed self-test and passed off no power test. The motor was tested outside of the device and passed. Unable to verify e70 alarm in the alarm history due to history file overwritten with a47 alarms due to a corrupted history file. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone that the insulin pump alarmed motor error. Customer stated the insulin pump has been alarming motor error every time she rewinds. In addition, the insulin pump alarmed motor position encoder error. Customer's blood glucose was unknown. Advised customer to discontinue the use of the insulin pump and revert to back up plan.